Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the ff channel via hmsc worsening on (B)(6)2023. Noise can be created on the ff channel in person on (B)(6)2023 when the patient moves. It was reported the patient fell on (B)(6)2023. The patient is currently in the hospital and lead remains implanted. Should additional information be received, this file will be updated.